Manufacturer narrative:
Company rep evaluated the unit. Corrections including reseating the cable connection. The unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the dpm 6 monitor shut down, which may have affected pt monitoring. No pt injury was reported.